Event description:
The family member of a home peritoneal dialysis patient reported that the patient complained of feeling very full after treatment was started. The cycler showed that the pt was in dwell so family member bypassed to drain. Family member was able to drain 5,100 ml. Pt prescribed fill volume was 2,500 ml. The pt felt better after draining. There was no serious injury or illness.